Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012449260); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (0012447152); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve replacement, a pre-implant balloon aortic valvuloplasty was performed as a standard for the implanting physician. Following the valve deployment, the valve dislodged. A snare was used to move the valve into the ascending aorta. A second valve was loaded into a new delivery catheter system (dcs) and advanced to the annulus; however, the nosecone of the dcs caught on the dislodged valve, moving it and causing an aortic dissection above the sinotubular junction. Subsequently, a pericardial window was performed and extracorporeal membrane oxygenation (ECMO) was initiated. A 2-hour procedural delay occurred. Due to the severe blood loss, ECMO was not able to flow successfully, and subsequently, the patient died.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was completed and determined that, based on the information provided, the relationship between the first valve, delivery catheter system (dcs) and dislodgement is probable. Patient anatomy likely contributed to the event. A tortuous aorta could have contributed to the dislodgement due to the acute angle of the dcs. The second valve dislodgment was likely related to the dcs and interaction with the valve as the system was removed through the annulus. The dissection with subsequent blood loss and death were likely related to the dislodgement of the second valve and interaction of the valve and the aorta. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and other potential factors. Vascular complications, such as dissection, are a known potential adverse patient effect per the device system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). As reported, the nosecone of the dcs caught on the dislodged valve, moving it and causing an aortic dissection above the sinotubular junction. Bleeding is a known potential adverse effect per the IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. The issue is commonly resolved through a blood transfusion or provision of packed red blood cells (prbcs). Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure-related or valve- related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. The reported event indicates that the valve paddle looked like it could have gotten stuck in the paddle receiver pocket upon release. The user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on the dcs while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if paddle fails to immediately detach do not torque (turn) the dcs handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t, the operator can either pull slightly on the guidewire or gently push the dcs forward to release the paddle. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve replacement, a pre-implant balloon aortic valvuloplasty was performed as a standard for the implanting physician. Following the valve deployment, the valve dislodged. A snare was used to move the valve into the ascending aorta. A second valve was loaded into a new delivery catheter system (dcs) and advanced to the annulus; however, the nosecone of the dcs caught on the dislodged valve, moving it and causing an aortic dissection above the sinotubular junction. Subsequently, a pericardial window was performed and extracorporeal membrane oxygenation (ECMO) was initiated. A 2-hour procedural delay occurred. Due to the severe blood loss, ECMO was not able to flow successfully, and subsequently, the patient died. Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point at mid pigtail catheter. The valve was deployed at a depth of 2 mm on both the left and non-coronary cusps, and dislodged towards the aorta. The first dcs might have contributed to the dislodgement as the valve paddle looked like it could have gotten stuck in the paddle receiver pocket upon release. Additionally, the patient's tortuous aorta could have contributed to the dislodgement due to the angle of the dcs.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; lot #: 0012447152; ubd: 2026-09-17; UDI: (B)(4). Updated data: b5. Second paragraph added d10. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.